Manufacturer narrative:
Additional information: clinical investigation clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the cycler, cycler set, and the adverse event of peritonitis. The etiology of the peritonitis event is unknown; therefore, causality cannot be established. Staphylococcus is commonly found on the skin and mucous membranes of humans. Additionally, staphylococcus infections are the most frequent germ associated with infections in pd patients. The cycler and/or cycler set cannot be excluded from having a possible contributory role in the patient¿s serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the events. However, without causality this clinical investigation cannot disassociate the device/product from the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon receipt of the discharge summary, the patient presented to the emergency room (ER) with complaints of abdominal pain. Peritoneal effluent fluid cultures were obtained, and the patient was treated with intravenous (IV) ceftriaxone 2000 mg daily, intraperitoneal (ip) vancomycin 1000 mg (x1) and ceftazidime 1000 mg (x1), pending the culture results. The cause of the peritonitis was not provided, and discharge was scheduled for (B)(6) 2020. The patient continued to undergo ccpd therapy while hospitalized without reported issue. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus hominis, and the patient continued to receive ip vancomycin 1000-2000 mg (frequency, duration not provided). The patient continued to undergo ccpd therapy following discharge, however it is unknown if the patient¿s liberty select cycler was replaced due to the events. The patient was hyperglycemic during the admission and as a result, her blood glucose sliding scale was adjusted to a more ¿aggressive¿ approach. Additionally, the patient was hypotensive (specifics not provided) and her blood pressure medications were adjusted (discontinued amlodipine and lisinopril).

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon receipt of the discharge summary, the patient presented to the emergency room (ER) with complaints of abdominal pain. Peritoneal effluent fluid cultures were obtained, and the patient was treated with intravenous (IV) ceftriaxone 2000 mg daily, intraperitoneal (ip) vancomycin 1000 mg (x1) and ceftazidime 1000 mg (x1), pending the culture results. The cause of the peritonitis was not provided, and discharge was scheduled for (B)(6) 2020. The patient continued to undergo ccpd therapy while hospitalized without reported issue. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus hominis, and the patient continued to receive ip vancomycin 1000-2000 mg (frequency, duration not provided). The patient continued to undergo ccpd therapy following discharge, however it is unknown if the patient¿s liberty select cycler was replaced due to the events. The patient was hyperglycemic during the admission and as a result, her blood glucose sliding scale was adjusted to a more ¿aggressive¿ approach. Additionally, the patient was hypotensive (specifics not provided) and her blood pressure medications were adjusted (discontinued amlodipine and lisinopril).

Manufacturer narrative:
Correction: a4, d10 date, h6 clinical code.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon receipt of the discharge summary, the patient presented to the emergency room (ER) with complaints of abdominal pain. Peritoneal effluent fluid cultures were obtained, and the patient was treated with intravenous (IV) ceftriaxone 2000 mg daily, intraperitoneal (ip) vancomycin 1000 mg (x1) and ceftazidime 1000 mg (x1), pending the culture results. The cause of the peritonitis was not provided, and discharge was scheduled for on (B)(6) 2020. The patient continued to undergo ccpd therapy while hospitalized without reported issue. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient¿s peritoneal effluent fluid cultures returned positive for staphylococcus hominis, and the patient continued to receive ip vancomycin 1000-2000 mg (frequency, duration not provided). The patient continued to undergo ccpd therapy following discharge, however it is unknown if the patient¿s liberty select cycler was replaced due to the events. The patient was hyperglycemic during the admission and as a result, her blood glucose sliding scale was adjusted to a more ¿aggressive¿ approach. Additionally, the patient was hypotensive (specifics not provided) and her blood pressure medications were adjusted (discontinued amlodipine and lisinopril).

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis, which required hospitalization. The etiology of the peritonitis event is unknown; therefore, causality cannot be established. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum. Based on the limited information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the events. Presently, there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). However, given the lack causality, discharge summary and no manufacturer evaluation of the suspect device/product, there is insufficient evidence to exclude the liberty select cycler and liberty cycler set from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Subsequent attempts to obtain additional information (e.g., discharge summary), have thus far proven unsuccessful.